Event description:
It was reported that the patient experienced discomfort due to the device being placed beneath the leads in the pocket. The pocket was revised to place the device on the top and the leads beneath; the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).